Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure, the port leaked gas intraoperatively. There was no adverse consequence to the patient.